Event description:
The patient had a primary knee surgery on (B)(6) 2022. On (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully. On (B)(6) 2023, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully. Presently, on (B)(6) 2023, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all components and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 20 march 2023. Lot 2100103: (B)(4) items manufactured and released on 25-march-2021. Expiration date: 2026-03-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Additional involved implants: batch review performed on 13 april 2023 on gmk-sphere 02.12.0004l femoral component sphere cemented size 4 l (k121416) lot. 2204904. Lot 2204904: (B)(4) items manufactured and released on 30-may-2022. Expiration date: 2027-05-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Batch review performed on 13 april 2023 on gmk-sphere 02.12.t3i4l tibial tray fixed cemented size t3-i4 l (k121416) lot. 2203358. Lot 2203358: (B)(4) items manufactured and released on 23-june-2022. Expiration date: 2027-06-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.